Event description:
It was reported that the right ventricular lead had an abrupt drop in impedance and was low. It was also noted that thresholds were up. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.